Event description:
Physician was pulverizing a ureteral stone with fiberoptic laser. Several cms of tip broke off of laser tip. In talking with the co I am told this happens all the time. No pt injury noted.